Manufacturer narrative:
H3: product analysis #(B)(4). Equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5095-000 rev. Af as found condition: the apollo microcatheter was returned for analysis inside the inner pouch, a biohazard plastic bag, and a shipping box. Damage location details: the 1.5cm detachable tip was missing and not returned with the apollo microcatheter. No damage was found on the catheter body. No irregularities were found with the apollo hub. No other anomalies were observed. Testing/analysis: the apollo usable length was measured at ~164.5cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.18mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the apollo 1.5cm product pre-detached while the lesion was being located. The device was placed inside the shuttle during this occurrence. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the premature tip detachment was not determined. There was no resistance noted, nor was there any other kink/damage to any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.